Manufacturer narrative:
No complaint was received with the return of the lead. Failure event observed during analysis. As received, a complete lead was returned in one piece. Visual and x-ray analysis found the outer coil to be bent/compressed and all the outer coil filars were fractured, consistent with clavicular crush damage. No other anomalies were noted.

Event description:
This report is to advise of an event observed during analysis.